Event description:
Patient´s representative reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted and it is unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.